Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red sore spots on his back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a medicine for the skin irritation. It was reported that the patient removed the lifevest, applied the medicine, and the irritation improved.